Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion).

Event description:
An aculoc 2 plate was being implanted. While inserting a screw into the plate with a driver, the tip of the driver broke off in the head of the screw. The tip of the driver could not be removed and was left implanted.